Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received from the boston scientific sales representative that the previously capped lv lead will be explanted due to a suspected fracture.

Event description:
Boston scientific received information that the left ventricular (lv) lead was surgically abandoned due to loss of capture, no sensing and high out of range impedance measurements. A new lv lead was successfully implanted. No adverse patient effects from the procedure were reported.